Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of 03/28/2017. The download history file shows data from 11/23/2016 through 02/12/2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was cardiac arrest caused by high blood glucose and lung failure. At the time of death, the customer's blood glucose was above 300 mg/dl. The customer was not wearing the insulin pump at the time of death; it was removed the night before passing because the customer chose not to wear it. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.